Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, an image acquisition could not be transferred to the navigation system as the system displayed an error stating "please verify the correct scan was sent to the system if problem persists, please take another scan". The site performed an additional image acquisition without resolution. It was noted that the exams had nav tags and they could not be pushed to the navigation system manually. An initial image acquisition was noted to transfer prior to the reported issue. It was reported that the issue occurred on a demo navigation system and the site brought in a second medtronic navigation system to complete the procedure as the image acquisitions could be manually pushed to that system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a test image acquisition could be transferred to the navigation system. It was noted that an error message appeared but the exam transferred without issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.